Manufacturer narrative:
Clinical innovations became aware of this incident on (B)(6) 2015. No report from the hosp was received by clinical innovations, and a maude database search did not reveal a report from the hosp. The device in question was not returned to us for evaluation, and neither the part or lot number were reported to us. As such, we cannot determine the functional state of the device in question. A review of information presented indicated that, if the device popped-off, the device was able to achieve suction. It cannot be determined, however, whether the placement of the device was correct, or if other conditions were present that would have interfered w/proper placement and/or ability to achieve appropriate suction. The exact root cause of this incident cannot be determined.

Event description:
On (B)(6) 2015, clinical innovations was made aware via lawsuit, of an event w/a kiwi vacuum assisted delivery device that occurred pm, (B)(6) 2013. The report indicates that, during a cesarean delivery, a kiwi vacuum assisted delivery device popped off the baby's head three times. The report indicated that a delay in the delivery occurred and that the physician failed to deliver the baby w/in 3 minutes of the incision. The report claims that the baby suffered permanent and irreversible neurological injuries.